Event description:
Caller reported a cgm error 42, which was likely related to the continuous glucose monitoring device. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to perform a complete pump reset, and plans to reset the pump at their convenience, with the option to follow up if the issue continues.